Event description:
It was reported that the control-iq algorithm delivered an auto-bolus in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 106 mg/dl, and the meter bg reading was 37 mg/dl. As a result of the auto-bolus, customer's blood glucose (bg) level lowered to 37 mg/dl. The customer required assistance from husband to consume dex 4 carbohydrates. No additional patient or event information was available.